Manufacturer narrative:
The device was not returned for analysis. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: use your other hand to deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, the needle plunger was removed before the collar of the plunger made contact with the proximal end of the body of the device, which caused a cuff miss. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.